Manufacturer narrative:
It was reported that the patient folder was not able to load from planning station to robot. A DHR review and a complaint history review were performed and did identify one contributory factors to the event : software update performed on the planning station. Technical investigation determined that different options were installed on the planning station and the robot pc. The most probable root cause identified to explain the difference of option is a field service engineer error who did not update the licenses on the robot pc during the planning station software update. Corrected data: date of this report, date received by manufacturer, if follow-up, what type , device evaluated by manufacturer, evaluation code.

Event description:
The known issue of the crc code occurred, which causes the patient folder to not load. When trying to transfer the patient folder from the planning laptop, to the robot, the patient folder was not able to load. After checking the logs, it was noticed the crc code needed to be corrected. The field service engineer present during the surgery performed the necessary changes to the ros file and the patient folder was loaded on the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The known issue of the crc code occurred, which causes the patient folder to not load. When trying to transfer the patient folder from the planning laptop, to the robot, the patient folder was not able to load. After checking the logs, it was noticed the crc code needed to be corrected. The field service engineer present during the surgery performed the necessary changes to the ros file and the patient folder was loaded on the robot.